Event description:
Approximately one month ago the patient had a crt-d generator and leads implanted. The patient developed an infection requiring a return to the cath lab for explantation of the crt-d generator and leads. Asceptic technique was followed with both procedures. Prophylactic antibiotics were administered prior to the implant. An antibiotic solution was utilized for pocket irrigation for both implant and explant procedures. The patient was discharged.